Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician (general practitioner). This case involves a (B)(6) male patient who developed reactive synovitis after receiving treatment with synvisc one. The patient had received synvisc one about 2 years ago on the same leg (left knee). No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number: 5rse022; and expiration date: not provided) into left knee for osteoarthritis of knee (grade 3). On (B)(6) 2015, one week after the injection, the patient had enlarged swelling on the knee. It was reported that the patient had reactive synovitis. The patient had knee pain for which he was given diclofenac sodium (cataflam) at a dose of 50 mg (1 tablet), 3 times per day for 1 week. The physician referred him to orthopaedic specialist who performed arthroscopy drainage of fluid which was presented as straw cloudy fluid. The fluid was sent for laboratory analysis and the culture results were negative to rule out infection. On an unknown date in 2015, the patient recovered with sequelae. Corrective treatment: arthroscope. Outcome: recovered with sequelae. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). Seriousness criteria: required intervention. Additional information was received on (B)(6) 2015. The past drug/device was added. The symptom of knee pain was added to the event with details. The severity of osteoarthritis was added. The gptc number was added. Clinical course updated and text amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on 10-dec-2015 from a physician (general practitioner). This case involves a (B)(6) male patient who developed reactive synovitis after receiving treatment with synvisc one. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number: 5rse022; and expiration date: not provided) into left knee for osteoarthritis of knee. On (B)(6) 2015, one week after the injection, the patient had enlarged swelling on the knee. It was reported that the patient had reactive synovitis. The physician referred him to orthopaedic specialist who performed arthroscopy drainage of fluid which was presented as straw cloudy fluid. The fluid was sent for laboratory analysis and the culture results were negative to rule out infection. On an unknown date in 2015, the patient recovered with sequelae. Corrective treatment: arthroscopy outcome: recovered with sequelae. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention.

Event description:
This unsolicited device case from singapore was received on 10-dec-2015 from a physician (general practitioner). This case involves a (B)(6) male patient who developed reactive synovitis after receiving treatment with synvisc one. The patient had received synvisc one about 2 years ago on the same leg (left knee). No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number: 5rse022; and expiration date: may-2018) into left knee for osteoarthritis of knee (grade 3). On (B)(6) 2015, one week after the injection, the patient had enlarged swelling on the knee. It was reported that the patient had reactive synovitis. The patient had knee pain for which he was given diclofenac sodium (cataflam) at a dose of 50 mg (1 tablet), 3 times per day for 1 week. The physician referred him to orthopaedic specialist who performed arthroscopy drainage of fluid which was presented as straw cloudy fluid. The fluid was sent for laboratory analysis and the culture results were negative to rule out infection. On an unknown date in 2015, the patient recovered with sequelae. Corrective treatment: arthroscopy. Outcome: recovered with sequelae. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rse022 with expiration date (05/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rse022, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: required intervention. Additional information was received on 18-dec-2015. The past drug/device was added. The symptom of knee pain was added to the event with details. The severity of osteoarthritis was added. The gptc number was added. Clinical course updated and text amended accordingly. Additional information was received on 17-dec-2015. The suspect product expiration dates and ptc results were added and text amended accordingly.